Event description:
Patient received inappropriate therapy due to noise. It was noted that the patient is very active and does team roping. When the lead was extracted, lead damage just below the york was observed.

Manufacturer narrative:
Analysis of the lead revealed an abrasion through the outer insulation at 18.3cm from the pins over the is-1 ring cable lumen, exposing the wires that would have contributed the noise. The lead abrasion is consistent with that produced by friction with the ICD can.